Event description:
Same case as: 2184052-2014-00119. It was reported closure tops backed out post-operatively. Levels treated were l3-l5 for degenerative disc disease. The sequoia construct consisted of six screws, two rods and a tm ardis implanted. At the 6 week post-op appointment, x-rays showed two closure tops backed out on the right l3-l4. The pt had no symptoms at that time. The rod on the right side was detached but appeared to still be seated in the screw saddle at l5. At an unspecified timeframe later, the pt began to experience symptoms. Revision surgery was performed but no details were available at the times of this report.